Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device failed to provide ventilation. The device's system board, sensor board and oxygen blending module board need to be replaced to address the issue.